Event description:
It was reported patient underwent surgical intervention at an unknown time wherein the devices were explanted. Reason for explant is unknown at this time.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Manufacturer narrative:
A patient¿s system was explanted for unknown reason was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.